Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Part of the silicone covering the jaws broke off during the procedure. The silicone was recovered. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected: describe event or problem; outcome attributed to ae. Corrected event to capture the correct updated information. Correct outcomes attributed to adverse event from " required intervention" to "other". Internal complaint number: (B)(4). Autonumber : # (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Sign of blood were observed on the harvesting tool handle and on the jaws. The heater wire was observed to be slightly flexed away at the center of the hot jaw. The wire remained in place at the tip and at the base of the jaw. The cold jaw was completely detached from the harvesting tool. The cold jaw was returned in a specimen cup with no sign of the silicone insulation having been peeled away from the cold jaw support. No other failures were observed. Based on the returned condition of the device the reported failure mode ¿peeled; jaw¿ was not confirmed but confirmed for analyzed failure modes ¿material twisted/bent; jaw¿ and "break; jaw". The DHR for the hp2 subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed. Specific actions for the analyzed failure "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Part of the silicone covering the jaws broke off during the procedure. The silicone was recovered. A replacement device was used to complete the procedure effects.